Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was requested to be returned for investigation. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, motor fault, low peak inspiratory, low minute ventilation, and transducer fault alarms. The customer reported the turbine differential transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.